Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the balloon is separated 146.3cm from the hub. The guidewire lumen is separated 138.2cm from the hub. There are multiple kinks along the shaft. Microscopic examination revealed a longitudinal tear 141.8cm from the hub to the separation. The distal end of the guidewire lumen, distal end of the balloon, 1 marker band, and the tip are all missing.

Event description:
It was reported that the balloon was separated and was left inside the patient. The multi focal, greater than 150mm x 5mm, 90% stenosed target lesion was located in the very tortuous and severely calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon and a 300cm, 8cm poly tip v-18 control wire were selected for use. During the procedure, a balloon rupture occurred at 14 atmospheres for one minute upon first inflation. The device would not reduce upon rapid deflation, so it was removed along the wire unto the sheath. However, in an attempt to removed the sheath, the balloon separated, and the distal tip got stuck on the wire. A buddy wire was introduced, and it was attempted to remove the original wire and sheath with the tip on the wire, but the balloon tip lodged in the right groin subcutaneous tissue of the access site and could not be removed. A small cut was done to try to removed the fragment, but was unsuccessful, so it was left in place. The procedure was completed with a different device. The patient is stable post procedure. It was further reported that, a follow up check up on the patients status was done three weeks in a row with no changes and no concerns. Also, there will be a normal of three months follow up, unless there are any patient changes before then.

Event description:
It was reported that the balloon was separated and was left inside the patient. The multi focal, greater than 150mm x 5mm, 90% stenosed target lesion was located in the very tortuous and severely calcified left superficial femoral artery. A 4.0mm x 150mm x 150cm sterling sl balloon and a 300cm, 8cm poly tip v-18 control wire were selected for use. During the procedure, a balloon rupture occurred at 14 atmospheres for one minute upon first inflation. The device would not reduce upon rapid deflation, so it was removed along the wire unto the sheath. However, in an attempt to removed the sheath, the balloon separated, and the distal tip got stuck on the wire. A buddy wire was introduced, and it was attempted to remove the original wire and sheath with the tip on the wire, but the balloon tip lodged in the right groin subcutaneous tissue of the access site and could not be removed. A small cut was done to try to removed the fragment, but was unsuccessful, so it was left in place. The procedure was completed with a different device. The patient is stable post procedure.